Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The atrial lead exhibited undersensing. The patient presented in clinic on (B)(6) 2015 and the device was reprogrammed. No patient symptoms were reported and the patient would be monitored.